Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient expired on (B)(6) 2017. The death was unrelated to the scs system. According to the physician the patient overdosed on pills, however the patient suffered from other health issues.